Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was defective. There was an allegation of premature battery depletion. The device was replaced and per device manufacturers¿ registry, it was explanted on (B)(6) 2010. The patient was indicated for urinary incontinence/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was not required as all fields were deemed sufficient. If additional information is received, a follow up report will be sent.